Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it was disposed of, therefore a return sample evaluation is unable to be performed. A peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient experienced clostridium difficile and was hospitalized for confusion, acute surgical abdomen acute dehydration syndrome and acute enterocolitis caused by infection. On (B)(6) 2018 the patient was diagnosed with post bulbar duodenal ulcer perforated in pancreas, ascites, peritonitis, endoscopic observed, unrecovered, without relation with duodopa. Based on the endoscopy, the physician excluded the possibility that adverse events presented may be related with the tubes. The stoma was in good condition. The peg and j tubes were removed due to the adverse events and the treatment was administrated through naso-jejunal tube. The reporting physician did not feel these events were related to the tubing . The peg and j tubes were disposed of. The duodopa treatment was administrated through naso-jejunal tube. On (B)(6) 2018 the patient died due to cardio-respiratory arrest, multiple organs insufficiency and sepsis.